Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.